Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.